Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the explant was cancelled due to the patient not showing up for pre-op.

Event description:
Additional information received reported the patient's explant had not been rescheduled.

Event description:
He said the stimulation has not worked in "a long time". He has not charged his ipg for "at least 6 months". I tried to read it with my 8840, and could not. He said he was enrolled in a (B)(4) study some-time back at (B)(6). The physician there told him he needed at paddle lead with his ipg (now he has two 1x8 leads) to effectively penetrate all the scar tissue around the current leads. He also states he has seen and medtronic rep or cs in (B)(6), a female, but could not recall her name. He said she worked with his stimulator several times, to no avail for pain relief. He said his rsd is now in his left leg as well as his right leg. There was nothing I could do for him today. He did not bring his recharger to see if we could do a physician reset. He said he would contact the rep in (B)(6) when he got back. No interventions are planned in (B)(6) with mr (B)(6) system. None were told to me by mr. (B)(6) that would happen in (B)(6) when he gets back home. Additional information received reported that the patient was not doing well and needed an MRI. The reporter noted that the patient was in so much pain and had not charged or used his unit in a year. It was noted that the patient wanted to find a health care professional to have his system removed so he can have an MRI. It was reported the patient had a loss of stimulation and therapeutic effect. It was noted the patient¿s device was explanted due to the device having ¿stopped working¿ and the need of an MRI. It was reported the patient had back pain.

Event description:
It was reported explant was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient had been scheduled for explant twice by the health care professional, but had yet been able to make it to his pre-operative evaluation with the health care professional. It was unknown how the patient was doing.